Event description:
It was reported that the handpiece ran in forward when in the reverse position during a surgical procedure. The case was completed with another device. There was no user or patient injury or any adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported complaint was duplicated. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with other components.